Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: unknown. Product ID: unk_nav_comp, serial/lot #: unknown. A representative went to the site to preform a system check out it was noted that there were parts replaced and the system preformed as intended. The procedure involves replacing the hard drive with a new one with the updated os. This was the hardware part that was replaced. Logs have been returned, but analysis was not completed at the time of report if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a cranial resection. It was reported that when the surgeon was attempting a point-merge registration for a prone position patient with deep seated lesion. The scan was CT head including fiducials placed according to manufacturers instructions. The surgeon was not able to obtain a mean error score of less than 3.0mm which was not deemed acceptable given the nature of the lesion and it's location. Additional trace points were added but could not bring the mean score below 3.0 and it showed there was also inaccuracy. Troubleshooting was completed and it was estimated that the accuracy in registration was 3.5mm using point-merge with a touch'n'go probe and passive planar probe. The passive cranial reference frame was used with optical tracking. There was no reported harm to the patient that was present and there was less than one hour delay in the procedure. Additional information noted that the application software on the s8 was somehow causing these registration issues. Accurate navigation was not possible with either method as the accuracy metric never dropped below 3mm.